Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during priming of peritoneal dialysis therapy. The caregiver (cg) further reported "that the solution was nowhere near the top but they felt the patient line was wet". Renal therapy services (rts) advised the caregiver to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.